Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals and oversensing which led to inappropriate anti-tachycardia pacing (atp) and shocks delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). Later on, the lead was capped and the oversensing was reproduced when standing upright and coughing. No adverse patient effects were reported.